Event description:
Unomedical reference number (B)(4). Event occurred in finland. On 09-apr-2024 the mother patient reported about bent cannula was bent. The site of insertion was stomach and patient had sufficient subcutaneous tissues where it was inserted. The length of time infusion set had been use for 2 days. No further information available.

Manufacturer narrative:
(B)(6).patient country: finland